Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead revision procedure was done to replace the right ventricular (rv) lead which exhibited high thresholds. The following day, it was noted there was no capture observed on the device, and an x-ray revealed that a new lead had not been fully inserted into the header. The patient was brought back to the operating room, and the lead was re-inserted into the device header. All measurements tested normal, and the issue was resolved. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.